Event description:
This prospective pregnancy case was reported by a physician and describes the occurrence of pregnancy with contraceptive device ("intrauterine pregnancy"), embedded device ("left tube with device seen in subserosal cornual area") and premature delivery ( live viable birth of male weight (B)(6)") in a (B)(6) female patient who received essure (batch no. B82482) for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure placement was not done shortly after any previous pregnancy. Previously administered products included mirena. Concurrent conditions included overweight ((B)(6)). On (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required). The patient's last menstrual period was on (B)(6) 2015 and estimated date of delivery was (B)(6) 2016. The fetus was exposed to essure during the first, second and third trimesters of pregnancy. On (B)(6) 2016, the patient experienced premature delivery (seriousness criterion medically significant). On (B)(6) 2016, the patient was diagnosed with an embedded device (seriousness criterion medically significant and clinically significant/intervention required). ). The patient was treated with surgery (essure removed via laparoscopy on (B)(6) 2016). At the time of the report, the pregnancy with contraceptive device, the embedded device and premature delivery outcome was recovered / resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The reporter considered pregnancy with contraceptive device and embedded device to be related to essure. The reporter provided no causality assessment for premature delivery with essure. The reporter commented: the primary reason for device removal was pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: gynecological examination for essure insertion: insertion was performed during patient's follicular phase, she had mirena iud in place which was removed for essure insertion. There were no uterine abnormal findings prior to insertion. Insertion was not difficult, trailing coils on the right: 2, on the left: 3. On (B)(6) 2015: hysterosalpingogram result was both fallopian tubes occluded. On (B)(6) 2016: pregnancy test urine result was pregnancy confirmed. On (B)(6) 2016: ultrasound scan result was pregnancy confirmed. On (B)(6) 2016: laparoscopy result was left tube with device in subserosal cornual area (abnormal nos). On (B)(6) 2016: laparoscopy result was left tube with device in subserosal cornual area (abnormal nos). Quality-safety evaluation of ptc: lot# b82482 - production date: 21-oct-2013 - expiration date 21-oct-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: -on 17-mar-2017: duplicate detection to case number (B)(4): all additional information was transferred to this case and duplicate # (B)(4) will be deleted. New information: laparoscopic essure removal on (B)(6) 2016. Embedded device ("left tube with device seen in subserosal cornual area"), first detected via laparoscopy on (B)(6) 2016, medically significant. Pregnancy with contraceptive device was upgraded to incident due to reporter stated (in questionnaire for device removal) the primary reason for device removal was pregnancy. Pregnancy outcome was reported as a live birth, date unspecified. All events considered related by reporter. Ptc result was updated. -on 28-mar-2017: essure pregnancy questionnaire: more details on essure insertion procedure. Urine pregnancy test on (B)(6) 2016 was positive, ultrasound on (B)(6) 2016, last menstrual period on (B)(6) 2015, estimated date of delivery on (B)(6) 2016, date of delivery (B)(6) 2016 at gestational age (B)(6) (new event: preterm delivery), there were complications with patient or baby during labor/delivery: no loss of pregnancy, live male baby weight (B)(6), no fetal/infant or post-natal abnormalities detected. No causality assessment for this event. Company causality comment: this spontaneous prospective pregnancy case report refers to a (B)(6) female patient who was determined to be pregnant nine months after essure (fallopian tube occlusion insert) insertion. She had a premature delivery at the gestational age of (B)(6) and the child was healthy. Approximately, three months after delivery a cornual embedment of the left coil was found. Devices were removed 1 year and 6 months after insertion. All reported events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, although the hysterosalpingogram showed that both tubes were occluded, a few months later, she became pregnant. After delivery, one of the devices was found embedded in the left cornua. It is not known whether the coils embedded first and the pregnancy followed, or whether it was in place during the conception and was embedded later, during pregnancy. This is not known for sure; however, and the possibility of contraceptive failure can therefore not be excluded completely. The device embedment cannot be excluded also. In this case, baby was delivered early at (B)(6). Considering the possibility of mechanical interference of the devices during pregnancy cannot be totally excluded, the prematurity is assessed as related to essure use. This case was considered as incident since intervention was required (device removal). Product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, this lot was performed per requirements and the products meet all release requirements. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. No further information is expected.